Manufacturer narrative:
Results - evaluation confirmed the reported issue; the hold/suspend button is missing; therefore, these functions cannot be tested. However, the pre-recorded voice message does not play, only a clicking sound is heard which is due to a defective voice chip. (B)(4).

Event description:
Customer reported the hold/suspend is missing. Customer did not know when the issue was discovered or the date. No patient incident or injury was reported.